Event description:
It was reported the customer's father that the customer had a loose drive support cap on the insulin pump. The customer's blood glucose level was 11.0 mmol/l. The customer reports that the drive support cap is sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan until replacement arrives.

Manufacturer narrative:
The insulin pump was received with a detached end cap. No loose drive support cap was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.